Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump dropping into water while kayaking. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, and vibrator assembly however moisture was found on the keypad assembly during visual inspection. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.